Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was placed to several positions but thresholds were high and sensing was low. The rv lead was removed and replaced with a different lead, and tested parameters were normal. No patient complications have been reported as a result of this event.